Manufacturer narrative:
Remote support provided.

Event description:
Philips received a complaint on the mrx device indicating that the defibrillation test failed. There was reportedly no patient involvement. A philips service engineer remotely evaluated the device and it was determined that this was a malfunction of the therapy pca. The customer ordered a replacement therapy pca to resolve the issue. The device remains at the customer site. No further action is warranted at this time.